Event description:
Hill-rom received a report from the account stating that the intellidrive feature ran backwards. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the power assist gauge board was the issue. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power assist gauge board to resolve the issue. Based on this information, no further action is required.